Manufacturer narrative:
Pump passed displacement test, operating currents, selftest, off no power, unexpected restart error test and rewind test. No battery out limit alarm and no blank display noted. Unit inspected and no battery compartment corroded. However, unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unit received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump went blank for about 15 minutes and when it came back on it alarmed a battery out limit. The customer¿s blood glucose level was 86 mg/dl. Troubleshooting was performed. It was noted that there was a corrosion in the battery compartment. The insulin pump will be returned for analysis.